Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was not holding clips. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer clarified that the incident with the clip applier occurred while the surgeon attempted to clamp on vessel or tissue bundle. Surgeon did not experience any issues with the instrument motion when using the clip applier. Issue occurred on the first clip application. A backup clip applier was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found to have two bent grips, resulting in misalignment with an offset of 0.59 mm at the tips. No cracks were observed in the grips. The complaint was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to use-related damage, as moderate misalignment can occur from grasping hard tissue or objects, or from collisions with other instruments during use.